Event description:
Caller alleged imprecision with the inratio2 meter. Complaint summary: testing date: (B)(6) 2013. Initial inratio: 1.3. Repeat inratio: 2.7. Time between testing: two minutes. Patient's therapeutic range: 2.0-3.0. No further information was provided.

Manufacturer narrative:
No product associated with the complaint is expected to be returned for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. In-house therapeutic donor testing with retain strips was performed with reported lot number 312582. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending.